Event description:
The lead was removed from service (explanted) after nine years. The lead was returned and analyzed by the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.